Event description:
It was reported to nova biomedical that a consumer received a result of 517 mg/dl on their blood glucose meter. The consumer's pump instructed him to take 7.1 units based on the 517 reading. The consumer did not believe that his blood glucose level was that high so he only administered 5 units of insulin via the pump at 2:10am. During the call to customer support, it was revealed that the consumer did not calibrate his meter to his new vial of nova test strips. The consumer was educated on these directions for use at the time of call. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.